Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility name and address were not provided investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the anchor is deformed. Anchor, shaft, suture and handle are completely impregnated with biological matter. No other anomalies were noted. Based on the investigation findings, a damage was identified, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment occurred and consequently the anchor deformation. As per IFU; inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported that the 4.5 healix advance br w/ocord device had an undetermined malfunction. During in-house engineering evaluation, it was determined that the device was deformed/bent. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.